Event description:
It was reported that the patient was experiencing pocket pain and found the implantable pulse generator (ipg) to be too big. The patient underwent a revision procedure wherein the pocket was adjusted and the ipg was replaced. The explanted device was discarded by the medical facility as no malfunction was suspected. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.